Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The patient was close to a welding equipment. He has received a shock inducing the defibrillator re-initialization. The day post event, the device has been interrogated and abnormalities at the sensing and pacing levels were observed.

Manufacturer narrative:
The conclusions are as follows: - 21 (twenty-one) charges were recorded on (B)(6) 2023 most likely due to the noisy environment (welding equipment) inducing finally a shock on the same day where an overload has occurred. - overconsumption has started from the next day (B)(6) 2023), as well as the high leads impedances measured (> 3000 ohms). Those events are triggered either by electromagnetic interferences (emi) induced by the welding equipment, or by the overload generated by the shock. - the device¿s expertise revealed that it was not able to pace, charge or communicate since it reached its end of service. In addition, an overconsumption was measured explaining the reason why it was found in eos. A component involved in the electrical functions was found damaged as well. - the patient was close to a welding equipment when the shock occurred and a component inside the defibrillator was found damaged. As of today, the root cause of this damaged component remains unknown. Indeed, several hypotheses are made as follows: 1 the noisy environment (welding equipment) led to several charges and finally a shock. Afterwards, due to a lead issue such as a fracture, an overload was generated damaging the component inside the defibrillator. It should be noted that this lead has been implanted in 2012 (more than 12 years ago). 2 the noisy environment has generated emi which damaging the subject component inside the defibrillator. Since none of them can be confirmed, the defibrillation lead integrity cannot be guaranteed anymore. Therefore, a re-intervention to replace this defibrillation lead should be considered by the physician. If explanted, the subject lead should be returned to microport crm for expertise.

Event description:
The patient was close to a welding equipment. He has received a shock inducing the defibrillator re-initialization. The day post event, the device has been interrogated and abnormalities at the sensing and pacing levels were observed.